Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma late.

Event description:
Healthcare professional reports right side rupture and seroma-late. Device has been explanted.

Event description:
Healthcare professional reports right side rupture and seroma-late. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; overweight and opening on anterior. A visual and microscopic analysis was performed which identified; creases fold, wear abrasion, observed 40 mm dark patch edge material inside gel device and striated opening extended. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.